Event description:
The customer reported that the surgical sponge came apart while being used during a surgical procedure. There was no indication of loose fibers in the surgical site. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The customer reported that the surgical sponge came apart while being used during a surgical procedure. There was no indication of loose fibers in the surgical site. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences.